Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name: (B)(6). Country: united states of america. (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient worn pump below the location of the infusion set on (B)(6) 2026 which led to high blood glucose. For further treatment patient was admitted in hospital. The treatment provided at the time of hospitalization was intravenous infusion. The symptoms at the time of event was vomiting.